Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during a patient infusion. The device was infusing a solution of 1.2 grams of meropenem and 125ml of sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing a stable trend year over year for reported complaints of ruptured reservoirs.